Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the tip of the blade came in contact with the device holding the vagina in place and the tip of the blade was chipped off. The dr recovered the broken piece, attached a second like device, continued with the case and noticed the blade started getting dull and chips were coming off the blade as well. The dr removed all of the chips and completed the case with the third like device.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.